Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis nurse reported that the patient was admitted to the hospital on (B)(6) 2018. The peritoneal dialysis nurse did not report the specific reason for the hospitalization but did report that the patient's catheter was replaced during the hospitalization for an unspecified reason. It is unknown if the patient's peritoneal dialysis treatments contributed to the patient's hospitalization. Additional information was solicited.

Manufacturer narrative:
There is a likely temporal relationship between ccpd therapy with the liberty cycler and the pt¿s abdominal pain, nausea and umbilical hernia which required surgical repair on an in-patient basis. Based on the available information in the file, it is unknown what directly caused or contributed to the pt¿s umbilical hernia. Hernias are one of the more frequent non-infectious complications of pd. (Guest, 2014) increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported during routine follow up on unrelated customer experience that on (B)(6) 2018, this patient (pt.) With end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) presented to the emergency room (ER) (via private vehicle) with complaints of constant dull and diffuse abdominal pain which reportedly began 1 day prior ((B)(6) 2018). In the ER, it was reported the pt. Was not able to perform pd treatments for the previous 2 nights due issues with the pt¿s pd catheter (not a fresenius product) not draining pd fluid. The pt¿s family reported something was blocking the pd catheter (not a fresenius product) from draining. In the ER, the pt¿s vital signs were recorded as blood pressure (bp) 209/86 (range documented 159/79-211/88); pulse (p) 82, temperature (t) 36.8, respiratory rate (rr) 13 (range documented 10-17) and oxygen saturation 95-97%% on room air. Physical exam indicated the pt. Was alert and oriented but presented in mild distress with non-labored breathing and lungs clear to auscultation. Laboratory analysis (on (B)(6) 2018) was significant for an elevated white blood cell (wbc) count, blood urea nitrogen (bun) 39, creatinine 4.9 and urinalysis with 3+ leukocytes, wbc 59, red blood cells (rbc) 2, few bacteria. As a result, the pt. Was admitted to the hospital for pd catheter (not a fresenius product) draining issues, need for dialysis, leukocytosis and uti. The pt. Was treated with the analgesics for pain, antiemetic zofran and the antibiotic ceftriaxone 1 gram intravenous (IV) every 24 hours (duration unknown). It is recorded in the medical records a renal consult was initiated for pd however there is no documentation if the pt. Was able to resume pd treatments early in hospital course. Subsequently during hospitalization, on (B)(6) 2018 a pd effluent culture was performed indicating the presence of many wbc and growth gram positive cocci (gps) in pairs (organism not specified). There is no documentation contained in the medical records that the pt. Was diagnosed or treated specifically for a peritonitis event. On (B)(6) 2018, the pt. Had a right internal jugular perm hemodialysis (hd) catheter placed and transitioned to hd therapy (hd product and treatment details are unknown). During course of hospitalization, it became evident the pt. Was symptomatic for umbilical hernia which had apparently grown. It is unknown if the pt¿s umbilical hernia was pre-existing or if there were any comparative studies/observations performed to determine to what degree the pt¿s umbilical hernia enlarged. On (B)(6) 2018, the pt. Underwent laparoscopic surgery (under general anesthesia) and it was discovered the pigtail of the pt¿s pd catheter (not a fresenius product) was encased in adhered small bowel and was removed. Additionally, the pt. Had lysis of adhesions (notably pd catheter and adhesions between the liver and anterior abdominal wall at previous cholecystectomy site). During procedure, it was found that the pt¿s umbilical hernia was incarcerated with greater omentum which warranted an open repair of the pt¿s hernia. Additional details surrounding the pt¿s hospitalization after hernia surgery are unknown. However, on (B)(6) 2018 at 7:30 am the pt required cardiopulmonary resuscitation (CPR) for documented respiratory failure. Details of events leading up to the pt¿s respiratory failure event are unknown. The pt. Was not able to be resuscitated and expired after approximately 30 minutes of CPR.